Event description:
It was reported that there was a patient alert for the device being at elective replacement indicator (eri) and the device lasted less than five years. It was also reported that the left ventricular (lv) lead had elevated thresholds. The device was explanted and replaced. The lv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion that meets expected longevity.